Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event on (B)(6) 2020 is reported under MFR # 2916596-2020-01462. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infected sternal wound. There were two areas of infection at the sternal wound above the pump pocket. The doctor decided to re-open the patient's chest and remove tissue debris. The patient underwent debridement and clot removal. The study was sent to evaluate for left ventricular assist device thrombus. The patient underwent a computed tomography scan on (B)(6) 2020 and it was noted that the size of the post-operative seroma or collection along the outflow cannula was smaller and measured about 1.0 cm in thickness and anterior mediastinal region was 5x1.6 cm, previously 5.7x2.8 cm.